Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and one similar complaint for this lot number was found. If the device is received at a later date, the complaint will be reopened and a complete investigation will be performed.

Event description:
The account alleges that during use, the needle would not pass through the valved coaxial needle. Another device was used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.